Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/30/2014). The patient¿s meter has been returned on 12/16/2014 and evaluated by lifescan product analysis on 12/18/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (01/24/2015), the patient¿s test strips have been returned on 1/13/2015 and evaluated by lifescan product analysis on 1/13/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient stated the alleged issue occurred on unspecified date at 7:30pm. The patient stated he obtained a results of ¿252 mg/dl¿, compared to feelings/normal results on the subject meter. The patient manages his diabetes with insulin (self-adjuster) and denied making any changes to his usual diabetes management regimen in response to the result he obtained. On an unspecified date at 9:30pm after the alleged product issue, the patient claimed he developed symptoms of feeling ¿shaky¿ and shortly after self-treated with food/drink. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the patient did not have control solution and the test strips were within their expiry date. Replacement products have been sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.